Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device. Reportedly, the clip deployed away from the arterial wall and into the tissue track. A hematoma formed and was treated. The method of achieving hemostasis is not known. The patient was reportedly fine. There was no clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device reportedly discarded, not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following information was received: the starclose se device was used with a 6f sheath. Reportedly, the clip deployed and seemed to hold but was found to be deployed away from the arterial wall, into the tissue track. Hemostasis was achieved with manual arterial compression. A very small hematoma was seen via imaging, after the procedure. No treatment was given.